Event description:
Customer reported device = 339, 400, and 299 mg/dl several weeks ago. Customer went to the hospital. Hosptial device = 192 mg/dl. Customer was given an IV. No controls were used. A request was made for return product and replacement product was sent.